Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation was performed for the finished device 6813526 number, and no non-conformances were identified. Manufacturing date: apr/08/2014. Expiration date: apr/30/2018. A manufacturing record evaluation was performed for the finished device 7368711 number, and no non-conformances were identified. Manufacturing date: sep/09/2016. Expiration date: sep/06/2020. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 65-year-old caucasian female who underwent primary breast augmentation with a mentor smooth round moderate profile 225cc saline prosthesis experienced deflation on an unknown side post procedure. The deflation was diagnosed at the physician¿s office. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Since the device side is unknown, the lot and serial numbers of both implanted devices have been populated.